Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. The site of insertion was the abdomen. Patient regularly rotated the site location. Blood glucose level was 258 mg/dl at the time of the event. Therefore, patient took correction injection via mdi. Patient replaced the infusion set and successfully resumed insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.